Manufacturer narrative:
Date of event - used the first day of the month of the bsc aware date. Event date not provided. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was a separation 19cm from the strain relief. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded, and there was contrast and blood present in the folds. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device. The device also had unreported numerous kinks.

Event description:
Reportable based on device analysis completed on 01sep2021. It was reported that shaft break near the hub occurred. During the introduction of a 2.50mm x 8mm nc emerge balloon catheter, the shaft broke off near the hub. The detached portion was pulled out and the procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed a shaft break 19cm from the strain relief.